Event description:
Customer reported being assisted by the emergency technician due to low blood glucose. Customer stated was getting the rewind message while doing the set change. Customer also stated she never disconnected when she did the manual prime twice.